Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Other damages found are consistent with those occurring at the time of explant. Based on the device analysis, the cause of the reported incident could not be conclusively determined.

Event description:
High pacing impedance and myopotential oversensing were noted on the right ventricular (rv) lead. The lead was explanted and replaced, and the patient was stable with no adverse consequences.